Event description:
In this event, the user ingested their hearing aids. User was treated at the emergency room, who provided medication to help him pass the devices. User passed the devices successfully without any harm, injury or surgical intervention.